Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the pump screen was frozen on the 1-2-3 unlock screen. The customer's blood glucose level went up to the 300 mg/dl range. Customer confirmed that an alternate method of insulin delivery was available.